Event description:
It was reported via another medical device manufacturer that the right ventricular (rv) boston scientific lead exhibited shock impedance of 130 ohms in the proximal coil to can configuration. The model and serial number of the rv lead were not known. All available information indicates the lead remains implanted and no adverse patient effects were reported.